Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cutting wire on the sphincterotome broke during the papilla incision. The event occurred during a therapeutic endoscopic sphincterotomy (est) and the procedure was completed using another device. It was further noted that no parts fell off inside the patient's body. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and final investigation. Additional information added to the following fields: d4 (lot), d4 (expiration date), d8, h2, h3, h4, h6 the device was returned to olympus for inspection and the customer's reported issue was confirmed, the cutting wire was broken. The broken portion was inspected and found to be scorched/melted. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the cutting wire broke due to the following mechanism; 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were close to each other. 3.the output was activated in state of ¿2¿ description. This led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge occurred, and the cutting wire became hot instantly. This caused the cutting wire to break. It can be inferred that heat generated by an electrical discharge caused damage of the coated portion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.